Event description:
Boston scientific corporation became aware of multiple events through the article ¿outcomes of metallic biliary stent insertion in patients with malignant bilobar obstruction¿ written by david veal et al. No specific patient information, device information or specific event information is available per the author. This report pertains to 115 events (50 occlusions, 33 adverse events, 3 hemorrhages, 12 sepsis/cholangitis, 3 bile leaks and 24 biliary reinterventions). The 10 events of death are reported separately under MDR ID 3005099803-2014-01444. 120 patients (64 males and 56 females; and ages ranged from 33 to 91 years old) were analyzed. According to the article, the indication for stent placement in each of the 120 cases was for treatment of malignancies resulting in hilar bile duct obstruction involving right and left lobar ducts. All patients were referred for percutaneous transhepatic biliary cholangiography, percutaneous transdhepatic biliary drainage and subsequent placement of metallic biliary stents. The stents were implanted during percutaneous transhepatic biliary stenting procedures between 1995 and 2010. Reportedly, the preoperative clinical backgrounds of the patients included 76 instances of cholangiocarcinoma, 16 instances of malignancies in the gallbladder, 11 instances of malignancies in the pancreas, 9 instances of colorectal malignancies, 3 instances of hepatocellular carcinoma and 6 instances of other malignancies. For 44 patients, unilobar drainage was performed. For 60 patients, access to ducts in both lobes was obtained from right intercostal and left subcostal approaches. For 16 patients with obstructed right anterior and posterior segmental ducts, access to anterior and posterior right as well as left lobar ductal branches was obtained. Following stent insertion, an external biliary drainage catheter was left in-situ. Patients returned 2-7 days after stent insertion for repeat tube cholangiography and removal of the external biliary catheter. None of the patients treated before 2005 received chemotherapy post procedure; however, after 2005 22 patients were able to receive chemotherapy. The article reported 50 occlusions, 33 adverse events, 3 hemorrhages, 12 sepsis/cholangitis, 3 bile leaks and 24 biliary reinterventions (the subject of this report MDR ID 3005099803-2014-01447). Of the 50 patients with stent occlusions, 10 were thought to have been caused by debris within the stent, 3 due to stent shortening and separation from an adjoining stent, 4 due to tumor overgrowth at the cranial aspect of the stent and 10 due to tumor ingrowth through the stent. The cause of the other 27 occlusions was unable to be determined. Of the 24 biliary reinterventions, 17 required revision of initial stent placement for recurrent biliary obstruction, 5 required a drain exchange, 5 required balloon dilation, 2 required an endoscopic retrograde cholangiopancretography (ercp), and 1 underwent percutaneous transhepatic cholangiography (ptc). There were also 10 deaths within the first 30 days following stent placement (the subject of MDR ID 3005099803-2014-01444). Boston scientific has been unable obtain additional information regarding the circumstances surrounding these events to date. There were multiple patient complications reported in this study, with the limited information available, bsc unable to conclude specific patient information and device involvement. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Exact patient ages are unknown; however, the patient ages were reported to range from 33 to 91 years old. Reportedly there were 64 males and 56 females in the study. The complainant was unable to provide the device upn and lot numbers. Therefore, the manufacture and expiration dates are unknown. (B)(4). Literature source: ¿outcomes of metallic biliary stent insertion in patients with malignant bilobar obstruction¿, journal of vascular and interventional radiology, march 15, 2013. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).